Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the allegation of infection. However, the right ventricular (rv) lead damage allegation was confirmed based on field report and the lead tip section was observed missing.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. The patient was scheduled for system extraction. Additional information received from a health care professional (hcp) indicates that a revision was performed and the lead was explanted. Additional information from the field indicated that, the leads had to be snared from the femoral vein and one of the rv lead broke and the tip was left in place. In addition, the ra lead also broke, and this was snared but was stuck in the femoral vein and was then left in place. The patient had extensive bruising involving the left hemithorax and left arm. Furthermore, the patient was seen in the clinic on and per physician's note, the patient's implant site is well healed with swelling that has improved, there are no signs of infection and the groin access site has no bruising with good pulse. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned but no analysis was performed as reported allegation of infection was known inherent risk of the device. The allegation was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was scheduled for system extraction. Additional information received from a health care professional (hcp) indicates that the system extraction was successful. The patient had extensive bruising involving the left hemithorax and left arm. Furthermore, the patient was seen in the clinic on (B)(6) 2021 and per md's note, the patient's implant site is well healed with swelling that has improved, there are no signs of infection and the groin access site has no bruising with good pulse. There were no additional adverse patient effects reported. The ra lead was explanted.